Manufacturer narrative:
Added h6 (b) investigation type 3331, 4111, 4110, 3330, 4121, but there was no change to the findings or conclusion.

Manufacturer narrative:
As the tech was opening the needle to put it on the sterile tray, the package ripped about halfway down the package causing the needle to either touch the outside packaging or their hand. After this action occurred another needle had to be opened so that there was no risk for adding a contaminated needle to the sterile field. There was no patient, no death, injury, follow-up care, medical, or surgical intervention or treatment required.

Event description:
The package tears about halfway making it hard to slide the needle out or it contaminates by flipping out.